Event description:
It was reported that the implantable pulse generator (ipg) had fast battery depletion noted over half of the year. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The reported early battery depletion was caused by a depleted battery voltage. The cause for the depleted battery is due to a high current drain condition on the hybrid. During hybrid analysis, the anomalous condition disappeared.